Manufacturer narrative:
Refers to the main device, other components include: product ID 8835, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from consumer and healthcare provider (hcp) via a company representative regarding a patient receiving an unknown drug at an unknown concentration and dosage via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient was seeing the following codes on their personal therapy manager (ptm) 8286 empty pump, 0617 uplink error and 8254 low reservoir alarm. The patient also reported that their pump was alarming. The patient was due to be refilled on (B)(6) 2018. It was noted that the cause of the uplink error on the patient's ptm was due to low drug volume. The company representative would contact the physician to make them aware. The pump was filled as planned on (B)(6) 2018. The patient's pump was in full working order following the pump refill. No patient symptoms and no further complications reported.